Event description:
It was reported that bd¿ sharps coll 6gal red small open cap lid was chipped. This was discovered before use. The following information was provided by the initial reporter: the corner of the lid was chipped.

Manufacturer narrative:
Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. The DHR review process was not able to perform due to the lot number was unknown. Conclusion: based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process because there is no enough information like a picture of the original packaging to perform an exhaustive investigation.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ sharps coll 6gal red small open cap lid was chipped. This was discovered before use. The following information was provided by the initial reporter: the corner of the lid was chipped.